Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (ess205) (batch no. 12254554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, hip surgery, hand operation, tv trichomonas vaginalis (atypical squamous cells of undetermined significance (asc-us). Trichomonas vaginalis), anxiety, benign bone neoplasm, dizziness, giddiness, esophageal reflux, iron deficiency anemia, adenomyosis, ovarian cyst, type 2 diabetes mellitus, hypertension, hyperlipidemia, obesity, tobacco user, dysmenorrhea, endometriosis of uterus, hypothyroidism, nicotine dependence, asthma, tonsillectomy, gravida ii and parity 2. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) since (B)(6)2004. On (B)(6)2004, the patient had essure (ess205) inserted. On (B)(6)2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and dysmenorrhoea ("dysmennorhea (cramping)"), 1 month 9 days after insertion of essure (ess205). The patient was treated with metformin, omeprazole magnesium (prilosec), ondansetron (zofran) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure confirmation test , earlier reported as hsg test done with result as bilateral occlusion now as per pfs it was reported as "plaintiff did not undergo this test". Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on an unknown date: ecc show mild atypia. Human papilloma virus test - on an unknown date: positive test result on current specimen. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Smear cervix - on an unknown date: ascus, +hpv. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received :new events added : "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping)". Outcome of events, "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping" were changed to "recovered/resolved". Onset dates of events were added. Patient's demographics were added. Patient's information was updated. New reporter contact information was added. Concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12254554) inserted for female sterilisation. The patient's medical history included ovarian cystectomy, hip surgery, hand operation, tv trichomonas vaginalis (atypical squamous cells of undetermined significance (asc-us). Trichomonas vaginalis), anxiety, benign bone neoplasm, dizziness, giddiness, esophageal reflux, iron deficiency anemia, adenomyosis, ovarian cyst, type 2 diabetes mellitus, hypertension, hyperlipidemia, obesity, tobacco user, dysmenorrhea, endometriosis of uterus, hypothyroidism, nicotine dependence, asthma, tonsillectomy, gravida ii and parity 2. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with omeprazole magnesium (prilosec), ondansetron (zofran) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on an unknown date: ecc show mild atypia. Human papilloma virus test - on an unknown date: positive test result on current specimen. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Smear cervix - on an unknown date: ascus, +hpv. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 12254554) inserted for female sterilisation. The patient's medical history included ovarian cystectomy, hip surgery, hand operation, tv trichomonas vaginalis (atypical squamous cells of undetermined significance (asc-us). Trichomonas vaginalis), anxiety, benign bone neoplasm, dizziness, giddiness, esophageal reflux, iron deficiency anemia, adenomyosis, ovarian cyst, type 2 diabetes mellitus, hypertension, hyperlipidemia, obesity, tobacco user, dysmenorrhea, endometriosis of uterus, hypothyroidism, nicotine dependence, asthma, tonsillectomy, gravida ii and parity 2. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with omeprazole magnesium (prilosec), ondansetron (zofran) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on an unknown date: ecc show mild atypia. Human papilloma virus test - on an unknown date: positive test result on current specimen. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Smear cervix - on an unknown date: ascus, (B)(6). Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: mr received: lot number, medical history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.